Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the balance middleweight (bmw) elite guide wire (gw) was removed after the procedure, the distal portion of the gw was noted to be twisted. The procedure was to treat a non calcified lesion in the left circumflex artery. There was also a bmw universal guide wire placed down the same vessel during the procedure. Additionally the bmw elite gw had to cross through a stent that was implanted in a previous procedure. There was no reported resistance in either advancing or removing the gw. The physician assumed that both devices may have contributed to the twisted guide wire tip. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Analysis of the returned guide wire revealed a core separation.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The core was separated, 1 cm proximal to the tip ball. The tip ball and coils were still intact. The coils were completely stretched out distal to the center solder which is likely the result of the noted separation. A conclusive cause could not be determined for the reported twisted guide wire tip as there was no twisted material in the guide wire as reported. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload. Features on the fracture surface at the origin were obscured by rubbing. Distinct striations could not be resolved. No evidence of mechanical damage was observed on any surface of the guide wire near the separation. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. It is unknown when the guide wire separated. There was no information available regarding the noted separation as it was not reported, a conclusive cause could not be determined. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.